Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. The thv training manuals instruct the operator on proper valve sizing being critical to avoid mismatch and severe paravalvular leak and larger valve cannot be put inside of smaller valve.   According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the valve was explanted and replaced due to ppm that could have been due to patient/procedural factors.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Additional information: echo performed (B)(6) 2019 stated "well seated bioprosthetic aortic valve (leaflets are poorly seen) with significantly elevated gradients (vmax 4.2m/s, mean gradient 45mmhg, acceleration time ~ loomsec ). This pattern is consistent with either ppm or actual leaflet obstruction. Calcified mitral valve." The medical records received stated the pre-operative diagnosis of ppm with gradient of 40mmhg; therefore, explanted 20mm sapien 3 valve via sternotomy and implanted a 23mm sapien 3 under direct vision.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, approximately 2 years and 9 months post implantation of a 20mm sapien 3 valve in the aortic position, the valve was explanted via open chest due to stenosis and a 23mm sapien 3 valve was implanted via direct visualization.